Event description:
It was reported that during a reamer irrigator aspirator (ria) and insertion of expert tibial nail (etn) for a non-union of tibia procedure, the nail was connected to the insertion handle and an attempt was made to connect the aiming guide to check if the drill guides lined up with the screw holes in the nail. It was at this time that the screw connecting the two items together would not tighten sufficiently and as such the drill guides wouldn't aim accurately to the screw holes. Upon investigation it was discovered the insertion handle inner threads were crossed threaded which would not allow the aiming guide and handle to secure themselves together properly. A competitors im nail to complete the procedure as it was already on the shelf. There was a fifteen minute surgical delay. This report is 1 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: an investigation summary was performed. The investigation of the complaint articles has shown that: there is no indication of a product fault and no material was returned for investigation, no investigation possible for all article (B)(4) as there was no material available, this investigation is for information only. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.